Event description:
This event was reported as significant central regurgitation with mild dyspnea, central leak with evidence of degeneration and thickening of leaflets. Patient has been on anticoagulant continuous since discharge. No further information was provided.